Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump. Reportedly, the pump and transmitter regained connection. No additional patient or event information was available. The customer declined to provide further information to tandem technical support.